Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker device was checked on remote monitoring system and it showed that it was just implanted four months, but the longevity showed 4.5 years of longevity. The patient was in chronic atrial fibrillation (af) and the calculator showed that this device should have 8.5 years. If the 30 percent was due to fast af then this would still be a six year device. Furthermore, the engineering analysis indicated that the device was high rate atrial sensing. The device was then programmed to lower output setting in both right atrial (ra) and right ventricle (rv) chambers. This device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device was checked on remote monitoring system and it showed that it was just implanted four months, but the longevity showed 4.5 years of longevity. The patient was in chronic atrial fibrillation (af) and the calculator showed that this device should have 8.5 years. If the 30 percent was due to fast af then this would still be a six year device. Furthermore, the engineering analysis indicated that the device was high rate atrial sensing. The device was then programmed to lower output setting in both right atrial (ra) and right ventricle (rv) chambers. This device remains in service. No adverse patient effects were reported.